Event description:
It was reported that there was air within the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The wds was prepared for use and inserted into the was. While the physician was inserting the wds, it was noted on fluoroscopy that there was an air bubble that was on top of the closure device within the wds. The wds was removed from the patient and was re-flushed. After inspecting the wds for air and finding none present the wds was inserted back into the patient. The procedure was continued and was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
This MDR report number 2134265-2021-16091 is a duplicate of report number 2134265-2021-15897.

Event description:
It was reported that there was air within the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The wds was prepared for use and inserted into the was. While the physician was inserting the wds, it was noted on fluoroscopy that there was an air bubble that was on top of the closure device within the wds. The wds was removed from the patient and was re-flushed. After inspecting the wds for air and finding none present the wds was inserted back into the patient. The procedure was continued and was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.